Event description:
It was reported that a patient died during an elective main trunc dilatation procedure on a vascular system.

Manufacturer narrative:
Patient information was not provided. A physician was performing an elective main trunc dilatation procedure in which the angioplasty had not begun. The patient experienced complications and suffered a heart attack a few minutes later. The x-ray tube had failed a few seconds before the patient complications began and the physician was unable to check if the main trunc was blocked. The medical staff performed reanimation on the patient for more than 1.5 hours including CPR, shocks, ventilation, and drug administration without success. When the patient could not be stabilized, the doctor decided to transfer the patient to another system an found that the left coronary artery was blocked. The physician unblocked the artery but there was no cardiac activity. The patient expired. Initial reporter email was not provided. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.